Event description:
During setup for a tonsillectomy procedure, the patient was placed under anesthesia. The physician attempted to use a coblator ii surgery system, however, it was discovered that the controller did not function. The issue reportedly caused a delay of 30 minutes while a back up controller was retrieved to complete the procedure. No patient consequences were reported as a result of this event.